Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13b01033 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak coming from the automated peritoneal dialysis (apd) set w/cassette. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found no issues with the returned set. Leak testing, clear passage testing, and clamp function testing were performed on the device with no issues noted. The device was run on a lab homechoice (hc) with no alarms. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.